Event description:
It was reported on (B)(6) 2021, the patient wanted to undergo chemotherapy and was placed in the PICC tube. She was admitted to our department at 14:50 on (B)(6) 2021 with the PICC tube, and planned to undergo the sixth chemotherapy. At 05:40 on (B)(6), she said that the PICC tube was broken off the bed, and the end of the PICC tube was 34cm. The puncture point was clean, no bleeding was seen, the vital signs were stable, and no discomfort was complained; immediately check the patient's bed, surrounding ground, duvet cover and clothing worn on the patient, and no pipe stump was found. Suspected that the disconnected pipeline was left in the patient's body, he instructed the patient to rest in bed and temporarily immobilize his left arm, inform the doctor on duty and follow the doctor's instructions to take blood coagulation, preoperative infection check and subcutaneous injection of low molecular heparin calcium 4100iu. The patient went to the CT room at 8:10 for an enhanced CT examination of the chest and upper limbs, but the results indicated that no foreign body was found in the patient's body. On november 11, an ultrasound examination of the neck was performed, but no foreign body was found in the pipe in the body, and the patient did not have any discomfort.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez1197 showed no other similar product complaint(s) from this lot number.